Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had large colored lines that blocked the graphics and text. There was no known impact to the customer¿s blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.